Event description:
The patient underwent 4 seconds of an MRI with the ins on. He felt some "vibrations" at the ins pocket site. The MRI was immediately stopped and he was currently doing fine.

Manufacturer narrative:
Lead: model 3889-28, lot# v450734, implanted: (B)(6) 2010, explanted: programmer: model 3037, serial# (B)(4).